Event description:
It was reported that a consumer experienced discomfort with the use of the lens care solution. She continued using the solution as she thought she needed some time to get use to it. After a week of use, her eyes became very red, painful, and developed a "small white spot." The consumer went to an eye specialist who confirmed it be a corneal ulcer. The consumer is currently on treatment and is recovering. Additional information has been requested.

Manufacturer narrative:
This reported lot was filled with compounded batch lot 231512f. The complaint history was reviewed for this lot, and there was a total of two complaints reported for this lot. Review of the compounding and filing mbrs show them to be acceptable. An out of expectation of ph was noted in the batch note with a result of 7.91, which is within product specifications of <8.5 and >7.75. A review of the formulation stability data for all lots currently enrolled in the stability program was conducted and formulation remains within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden and sanitization records were reviewed and found to be acceptable. Incoming component lots, qa inspection testing results were reviewed and found to be acceptable. The lot met all release criteria prior to product release. Product storage condition at the customer as well as customer product handling and lens care practices are unknown. Based on this evaluation, the root cause of the complaint cannot be confirmed at this time. (B)(4).